Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials#: 309653, batch#: 4151253. It was reported by the customer that 50 ml bd syringe was opened from packaging and there is brown/black residue noted on/in syringe. Verbatim: rcc received a complaint via email. 50 ml bd syringe was opened from packaging and there is brown/black residue noted on/in syringe. The lot# on the packaging is 4151253. Not expired (expiry 2029-05-31). Product#: bd309653.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a residue on the syringe. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel flange has embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 4151253. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to the associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received materials#: 309653. Batch#: 4151253. It was reported by the customer that 50 ml bd syringe was opened from packaging and there is brown/black residue noted on/in syringe. Verbatim: rcc received a complaint via email. 50 ml bd syringe was opened from packaging and there is brown/black residue noted on/in syringe. ¿the lot# on the packaging is 4151253. Not expired (expiry 2029-05-31). Product#: bd309653.